Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the tower door had failed. A field service engineer (fse) replaced the latch on door 1 and tested the door in test mode. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.